Event description:
A polarx catheter was chosen for a procedure where the preparation and initial steps proceeded normally, with three out of four veins isolated. However, during the final application in the right superior pulmonary vein (rspv), a blood detection error (bde) occurred approximately 60 seconds into the application. The physician removed the polarx balloon but opted not to use a new one for a brief 2-minute application. Instead, vacuum and inflation tests were performed on the balloon in water without triggering another bde. The decision was made to reuse the balloon for the final application. No issues arose during the inflation, but upon initiating freezing, another bde was detected within 40 to 60 seconds. It is unknown if blood was visible. The procedure was completed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: b5 describe event or problem. The polarxfit catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, no visible blood was observed inside the balloon. The polarx was leak tested and passed all inner and outer balloon leak tests. The device failed functional testing and was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error seen in the field. The bilifar wires at the t-connector were broken. This break confirms the blood detection failure seen in the field.

Event description:
A polarx catheter was chosen for a procedure where the preparation and initial steps proceeded normally, with three out of four veins isolated. However, during the final application in the right superior pulmonary vein (rspv), a blood detection error (bde) occurred approximately 60 seconds into the application. The physician removed the polarx balloon but opted not to use a new one for a brief 2-minute application. Instead, vacuum and inflation tests were performed on the balloon in water without triggering another bde. The decision was made to reuse the balloon for the final application. No issues arose during the inflation, but upon initiating freezing, another bde was detected within 40 to 60 seconds. It is unknown if blood was visible. The procedure was completed. The device is expected to be returned for analysis. Additional information revealed when flushing with water a small amount of blood coming from the internal lumen or a at the tip of a polarmap catheter. After the second bde code, the balloon was withdrawn from the patient, the error was cleared on the console, and a vacuum was performed again. The balloon was then inflated in water for a few minutes and visually inspected by the physician. No leaks or blood were detected, and the error did not reoccur during inflation. Consequently, the physician decided to continue using the balloon to complete the final freeze.